Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The customer informed the tech that the device was on a patient when the vent inoperative alarmed. They restarted the device and it worked fine after that. The tech informed the customer the device will need serviced. Provided the notification number and transferred the customer to repair.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.